Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the catheter room the md used the seldinger technique for the percutaneous insertion. The md selected the right femoral artery as the insertion site and inserted the introducer needle into the patient's femoral artery. The md passed the spring wire guide (swg) through the needle and advanced the swg to the aortic arch. The md then removed the needle and passed the dilator over the swg, through the skin and subcutaneous tissue and into the artery. The md removed the dilator and passed the sheath over the swg. The md used the syringe to suction the catheter in order to achieve the vacuum. The md flushed the central lumen with heparinized saline, inserted the catheter over the wire and withdrew the swg. At this time the md check all the connections and started up the pump. The pump (serial # (B)(4)) alarmed "helium leak" and blood was observed in the helium tubing. The md immediately shut down the pump and removed the iab from the patient. The md checked the iab catheter and found "a crack on it". See page 3 for event continuation. The md inserted another iab sheathless in the same insertion site (right femoral artery) and proceeded with the surgery. The surgery was a success and there was no reported harm to the patient. There was no reported patient death, injury or complications. According to the report there was no delay or interruption in the procedure. Medical / surgical intervention was not necessary due to this event. The patient outcome is listed as "well". Add'l info rec'd on (B)(4) 2014 stated that the patient did not have torturous vessels. The md replaced the iab within 1- 2 minutes after moving the first iab.